Manufacturer narrative:
Findings: unit received with constant pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform any test due to pic communication error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she received a spi to motor pic communication error alarm. Customer's blood glucose at time of incident was 165 mg/dl. Customer stated that she received the said alarm 4 times in about 15 minutes. Customer was unable to get out of it rewinding. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.